Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead showed a sudden increase in pacing impedance to high, out of range (oor) values. All impedances after the lead safety switch were normal in range. No noise seen before or after lss. There is only one oor impedance. No evidence of jumpy impedances prior. The rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead showed a sudden increase in pacing impedance to high, out of range (oor) values. All impedances after the lead safety switch were normal in range. No noise seen before or after lss. There is only one oor impedance. No evidence of jumpy impedances prior. Additional information was received mentioning that the rv lead has been explanted at a surgical intervention as it was identified with a fracture. A new rv lead was implanted at the same procedure. No additional adverse patient effects were reported.